Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. The drive support cap was inspected and no anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during priming process. The blood glucose reading is 120 mg/dl. Customer stated that the insulin squirted out during the manual prime process. The drive support cap is protruded. Advised that the insulin pump will be replaced. Nothing further reported.